Manufacturer narrative:
The insulin pump was received with energizer alkaline battery installed. The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The insulin pump had cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Data analysis: (B)(6) 2017 daily insulin total = 60.100 u, (B)(6) 2017 daily insulin total = 65.000 u, (B)(6) 2017 daily insulin total = 60.300 u, (B)(6) 2017 daily insulin total = 56.900 u, (B)(6) 2017 daily insulin total = 62.675 u, (B)(6) 2017 daily insulin total = 65.300 u, (B)(6) 2017 daily insulin total = 36.300 u basal delivery only.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home; she was in the kitchen getting something to eat. The cause of death was cardiac infraction, cardiac arrest, and diabetes. The caller did not know the customer's blood glucose at the time of death. The caller stated that before passing, a couple of nights the customer's blood glucose dropped down to 46 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the insulin pump has been without a battery for over two weeks. The caller agreed to return the insulin pump for analysis.